Manufacturer narrative:
An evaluation of the device cannot be performed as no damage to instrument was reported therefore it was not returned to the manufacturer. Additional information (including x-rays) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that there was a crack in the femoral neck of the calcar area that happened while the surgeon was calcar planning during index surgery.